Event description:
This 59 year old female underwent bilateral removal of breast implants with complete capsulectomies on 4/16/92. Patient has sle and fibromyalasia and breast pain and is worried that breast implants have a relationship to these diseases. Original date of implantation or manufacturer of implants is unknown to this reporting facility. The right implant was found to be ruptured and the silicone appeared to be intact. Both capsules showed chronic inflammation and foreign body giant cell reaction in soft tissuedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.